Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion at c5-c7. Intra-op, thread of screw came off. Hence, the product was explanted completely. The damaged product was replaced with a new one. No patient complications were reported due to this event.